Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Sacrocolpopexy procedure for vaginal prolapse in 1999. Now patient has vaginal pain, discomfort. Vault remains well supported. Mesh was explanted.